Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter could not be retracted and the stent could not be deployed. It was later noted the guide catheter became stretched. The procedure was successfully completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the push catheter was twisted/kinked near the proximal end of the device. The guide catheter was stretched/twisted and broken in two pieces, with some portion of the guide catheter remaining inside the delivery system. The distal end of the guide catheter was bent/kinked, indicating that the suture may have embedded inside the guide catheter assembly during retraction or deployment. An evaluation of the stent revealed no damages. A functional evaluation to actuate (retract or extend) the guide catheter assembly for deployment of stent could not be conducted due to the broken guide catheter assembly. During manufacturing, g.I stents (plastic) devices are 100% inspected for dimensional and cosmetic issues and also fep guide catheter assembly for working length integrity and any defects found are scrapped and documented in DHR. Based on the damages found on this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.